Event description:
A customer reported that following intraocular lens (iol) implant surgery, the lens was explanted due to infection. Additional information, including the patient's status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l info was requested by fax and mail on 03/19/2007, and by phone on 03/26/2007, and 04/02/2007. To date, a completed questionnaire has not been received.